Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was not returned to the manufacturer, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Prior to the procedure, a spectranetics bridge occlusion balloon was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and was positioned in the superior vena cava (svc). It was then prophylactically inflated with contrast mixture within the patient. Upon deflation of the balloon, blood was observed in the 60 cc syringe. The bridge balloon was then removed from the patient's body. Upon observation of the balloon outside the body, it was determined that the balloon had torn in some way. Another bridge balloon was used, and the case was completed with no reported patient harm. There was a temporary wire present within the vasculature at the time of bridge balloon inflation. This report captures the bridge balloon which was observed to be torn, with the potential for injury with recurrence.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 22 feb 2022. G3): the device evaluation and investigation were completed on 21 mar 2022. H3): device evaluation: the bridge device was evaluated by a cross functional team. The device was returned in two pieces. The device was torn approximately 110 cm from its distal tip, approximately 5 mm distal of the proximal cone transition. The torn pieces matched, confirming there were no missing portions of the balloon. The device''s marker bands were present, intact and in good condition. Biologics were seen in both the guide wire and balloon lumens. Threading an 0.035 guide wire through the guide wire lumen, the device is fully patent. Water could not get through the balloon lumen due to biologics. Extensive microscopic examination of the torn area was performed. The morphological appearance of the balloon's' surface and edge suggests the damage was induced by an external influence and not as the result of a defect during manufacturing. Longitudinal damage was present, likely a precursor to the tear. The evidence suggests that the balloon came in contact with an object of sufficient hardness while moving, resulting in the jagged and serrated surface damage. This damage was initially superficial but when the surface was breached, likely the balloon got caught, resulting in a circumferential tear due to a weakening of the structural integrity of the balloon. Further information stated the device was inflated with only 25 cc at the time of prophylactic staging, confirming the balloon was not over-inflated. There was a temporary pacing wire present within the vasculature in the same area as the balloon, but no heavy calcification present that would compromise the balloon. Based on the conclusion of the investigation, it cannot be determined what external object caused the balloon damage. However, this failure has been determined to be procedure related, due to the damage likely caused by an external object.